Event description:
Balloon burst. The report received indicated that during a coronary procedure the fire star balloon catheter was being used for pre-dilatation of a lesion in the mid left anterior descending. However, while inflating the balloon, the pressure was increased until 24 atmospheres and the balloon ruptured. Therefore, the device was removed from the pt without any difficulties and the procedure was completed as usual. There was no pt injury reported. Further info indicated there was no resistance or friction encountered during the procedure; the lesion presented stenosis; however, the amount was not reported.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional info will be submitted within 30 days upon receipt.